Event description:
On (B)(6)2024, a patient underwent a port placement procedure using the powerport m.r.I. Isp., for an unknown medical condition. Approximately one year, five months, thirteen days later. On (B)(6)2025, during the maintenance, it was reported that patient experienced resistance during aspiration. Additionally, catheter rupture confirmed under dsa angiography. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one x-ray video was provided for review. The video shows a port on the left chest wall. The catheter is tunneled under the clavicle into the subclavian vein and the to the right atrium. Contrast has been injected and is flowing outside the catheter in the area where the catheter enters the subclavian vein. The contrast appears to be extravascular. The tear in the catheter appears to be in the area where it enters the subclavian vein. Therefore, the investigation is confirmed for the reported fracture and suction issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the powerport m.r.I. Isp., for an unknown medical condition. Approximately one year, five months, thirteen days later. On (B)(6) 2025, during the maintenance, it was reported that patient experienced resistance during aspiration. Additionally, catheter rupture confirmed under dsa angiography. There was no reported patient injury.